Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the coating was found peeling. Additionally, the operational part was noted damaged. There was poor insertion of the treatment tool in the forceps channel. The light guide illumination light was very dark due to dirt on the bundle. The insertion part serpentine was buckled. The distal end adhesive was missing. Scratches were noted on the insertion part of the serpentine tube and the screen was dark due to dirt on the monitor. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus airway mobilescope due to an appearance abnormality on the control section. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was confirmed that the serpentine coating was peeling. This report is being submitted to capture the peeling coating confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeling serpentine coating could not be determined. It is possible that the peeling was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.